Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
"The IV clave broke; the entire end of it broke off. Patient had a daily antibiotic running and it was time to un hook her, when unhooking the end of the clave broke off and stayed attached to the IV tubing.